Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their blood glucose readings were low. Customer states that the blood glucose at the time of incident was 34 mg/dl. Customer states that they are not receiving insulin from the insulin pump.

Manufacturer narrative:
The pump passed the dat test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.